Manufacturer narrative:
Date of event is an estimated date based on the reported event date of (B)(6) 2020.

Event description:
It was reported via medwatch 3600840000-2020-8060 that shaft break occurred. During preparation of a 6mm x 2.50mm wolverine coronary cutting balloon, the balloon delivery system broke in half while being loaded onto a wire. There were no patient complications reported.